Manufacturer narrative:
This event occurred in (B)(4). The field service engineer discovered crystals near the analyzer's cuvettes. He performed an analyzer cleaning and adjusted the water rinse level. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 for two patients tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. Patient 1's initial creatinine result was 280.6 umol/l. The patient's repeat results were 33.3 umol/l and 31.6 umol/l. Patient 2's initial creatinine result was 19.0 umol/l. The patient's repeat results were 89.8 umol/l and 87.4 umol/l. The creatinine reagent lot number was 476244 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer exchanged various parts including the sample probe. The investigation confirmed the creatinine assay runs with 2 l sample volume and is more sensitive to disturbances at the sample probe. The disturbances include limited blockage due to micro clots and fibrin. The investigation determined the event was consistent with a preanalytical sample handling issue.